Manufacturer narrative:
Additional information received indicated that the patient's ipg and leads were removed as the patient was experiencing pocket pain and was not receiving adequate pain relief to warrant a pocket revision. Additional suspect medical device components involved in the event: model#:sc-2218-70 serial#:(B)(4) model description:st linear lead, 70cm with pre-loaded 0.012 inch stylet the explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing tenderness and a burning sensation at the pocket site when the stimulation is on. The physician has recommended a pocket revision.

Event description:
A report was received that the patient was experiencing tenderness and a burning sensation at the pocket site when the stimulation is on. The physician has recommended a pocket revision.